Event description:
The customer reported her blood glucose and insulin history is as follows: the pod was removed and she noticed the cannula was bent. At the time of the call her bg was reading 387 mg/dl.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.